Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic was cracked due to wear from normal use.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned impactor pad shows nicks and gouges. Additionally, the pad has fractured along the anterior side of the device. Not all pieces were returned. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The device had a potential field age of 4 years with hundreds of uses being reported. Additionally, evaluation of the returned device shows signs of repeated use and wear. Therefore, the root cause can be attributed to wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Visual evaluation of the returned device shows nicks and gouges. Additionally, the pad has fractured along the anterior side of the device. Not all pieces were returned. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.